Manufacturer narrative:
A specific root cause could not be determined based on the provided information. The most likely root cause would be the observed mis- aligned sample probe nozzle which may lead to mis-pipetting of the sample.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that they received an erroneous result for one patient sample tested for intact human chorionic gonadotropin + the ss- subunit (hcgb). The sample initially resulted as 0.137 miu/ml and this result was reported outside of the laboratory. A urine pregnancy test was performed on the patient in the emergency room and this test was positive, so the physician questioned the initial result of 0.137 miu/ml. The emergency room repeated the urine pregnancy test and it repeated as positive. The patient was sent home. The original patient sample was then repeated on a different e601 analyzer, where it resulted as > 10000 miu/ml. The sample was then diluted automatically by the analyzer, resulting with a final value of 14996 miu/ml. The repeat result was believed to be correct. The physician was called with the repeat result and a corrected report was issued. The patient was not adversely affected. The hcgb reagent lot number was 18543003, with an expiration date of 08/31/2016. The field service representative determined that the sample probe nozzle was hitting the edge of 13 mm tubes in the sample racks. He checked and adjusted the sample probe nozzle. He aligned the probe to the center of the tubes in racks on the sample line. He checked sample probe positions, lld voltage, the pressure sensor, and dispense. The probe lld voltage was ok.